Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys cea assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cea value of < 0.6 ng/ml accompanied by a data flag. The sample was repeated, resulting in a value of 2.43 ng/ml. The repeat value was believed to be correct. The cea reagent lot number was 50006201, with an expiration date of 31-jan-2022.

Manufacturer narrative:
There were no alarms on the last calibration performed on 15-jun-2021. Quality controls were within range, showing there is no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer determined that a system reagent flow path was contaminated. The engineer decontaminated the system, adjusted the foam detection camera, and replaced a nozzle. An instrument check was performed and passed. The investigation could not identify a product problem. The cause of the event could not be determined.